Event description:
The following has been reported: biomed reported: "service needed error". Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 failure. During initial testing, the pump was not able to perform a mock infusion as it alarmed during the pneumatic self check procedure. The pump was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 1 failure. No additional damage was identified internally.